Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that non sustained right ventricular oversensing was observed via merlin.net transmission. Upon reviewing the transmission, the implantable cardioverter-defibrillator exhibited low level and high frequency of noise that inhibited pacing. Myopotential oversensing was suspected. Programming changes were discussed. The patient will continue to be monitored.